Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample or event logs were provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: bivalirudin was prescribed to the patient, however, the loading dose cannot be ordered without the indication for ECMO. Additionally, there was a discrepancy between the rate set on the b braun pump and the prescribed order. The patient's weight is recorded as 70.3 kg, which is consistent with both the chart and the medication syringe. The doserate was entered as 0.125 mg/kg/hr as per the order. The b braun pump calculated the infusion rate at 1.75 ml/hr, while the order, mar, and syringe all indicated a rate of 1.76 ml/hr. Consequently, the b braun pump had to be programmed for basic infusion to deliver the correct rate of 1.76 ml/hr.